Event description:
It was reported that the ventilator had an issue with delivering set volume when using the test lung. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According of received information, the device was connected to the simulated lung test and tidal volume on expiratory side (vte) was higher than volume tidal on inspiratory side (vti), despite the device successfully passing pre-use check. The air supply was disconnected and device was was tested only usage of the o2 and the issue did not occurred. It was determined that air gas module is defective. The pointed part was replaced and the issue was resolved. The device was delivered to the user in working condition. Issue was noticed during use of the simulated lung test. Test lung is not used on patient, hence the issue did not occur during treatment of the patient. The gas module regulates the inspiratory gas flow and a faulty gas module may affect the delivered volume or gas mixture (o2/air). Review of the provided device's logs confirms occurrence of the reported issue. The cause of the claimed issue in this customer product complaint has been determined. The issue was related to air gas module. The UDI information is not available since the device was manufactured before 2015.